Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient experienced pectoral stimulation, and that there was high threshold, high impedance, and possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.